Manufacturer narrative:
A medtronic field service engineer visited the site and found that the door would not show as closed even though it was physically fully closed. Lower right micro switch for door closure was not getting fully pressed when the door closed. Barely pulling the turnbuckle arm towards the switch would activate it. Field service engineer adjusted the switch to make better contact with door close mechanism. 2 possible causes: the system had been bumped into a wall and a small piece of the right outer door skin had chipped off. This force may have caused the issue. Or the door winch cable has simply stretched a very small amount over time and had gotten to the point where it was pulling just a little bit less on the door close mechanisms. System checkout performed after switch was adjusted. System performed properly and was fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site rt reported that the o-arm was unresponsive when attempting to take the 2d ap image with the hand-switch. The lights on the o-arm gantry were not lit. He was able to open and close the o-arm door without issue. Attempted to take an ap image using the foot pedal, no response from the o-arm. Surgeon decided to use the c-arm for the surgery instead. Minimal delay of less than an hour to switch to c-arm. No harm to patient. The rt continued to further troubleshoot the issue. He rebooted the o-arm, opened and closed the door. Covers were flush with the other o-arm covers. Gantry lights were still not coming on when the door was closed. Ias (image acquisition system) remote desktop showed active and ready status for the o-arm. Held the door close button for 10-15 seconds after the door was closed and the lights on the gantry still did not come on.